Event description:
It was reported that the ilet displayed a ¿recharge ilet soon¿ alert despite the battery showing approximately 93% charge and while connected to the charger; after a device restart, the alert cleared, indicating a device message error related to the screen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device message inconsistency attributable to incorrect data definition, affecting the screen component and resulting in the device displaying an incorrect message. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.

Manufacturer narrative:
Initial